Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. An examination of the balloon found a longitudinal tear along the main body of the balloon. The tear measured 3cm in length. An examination of the proximal and distal markerbands found no damage. An examination of the returned device identified no kinks along the shaft. No damage was noted to the tip section of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery (eia). A 6.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilatation. The balloon was first inflated at 10 atmospheres; however, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery (eia). A 6.0 x 40, 135cm mustang" balloon catheter was advanced for dilatation. The balloon was first inflated at 10 atmospheres; however, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.